Manufacturer narrative:
A ge service representative performed an on site investigation. The sram board was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of death or serious injury.